Event description:
It was reported that syringe 20ml ll s/c 50 was damaged. The following information was provided by the initial reporter: material no: 303310 batch no: 0253595 it was reported that several syringes were cracked/broken.

Manufacturer narrative:
H.6. Investigation: one photograph was received which it is possible to observe a fracture on the syringe, in that is also possible to observe the blister paper with the reference code: 303310 and batch: 0253595, same that the customer reported due about that the said by the customer is confirmed. During the documentary review of the batch 0253595 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. To reduce the number of parts damaged by this failure mode, in september 2020 a general review of the condition of the conveyor belts was carried out on all lines to ensure that there are no screws, nozzles or any other component that could cause a binding in the cylinder. The activity was documented, this activity is contemplated in the semi-annual maintenance plan, however, the batch reported in this complaint was manufactured in the month of october, that is, one month after the implementation of this activity. As a complementary activity on october 30, 2020, the elevator guard was modified prior to packing to avoid damage to the cylinder. The activity was carried out after the batch was manufactured. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 was damaged. The following information was provided by the initial reporter: material no: 303310 batch no: 0253595 it was reported that several syringes were cracked/broken.